Event description:
It was reported that the debris shield was damaged during procedure. The procedure was cancelled and re-scheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.